Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 4.1, lab: 5.5. Patient self-tester's husband, (B)(6), calling on her behalf; states that they tested on the inratio today after she fell, as a precautionary measure. They then went to the hospital, as the inr was high, where they obtained an even higher inr. Inratio and hospital lab testing was done within an hour. Patient was using expired strips.

Manufacturer narrative:
Pending investigation.